Event description:
It was reported to gore by the physician, that after several attempts to treat a pt for severe pain, the choice was made to explant the gore dualmesh biomaterial. Following explant, the physician noted that the gore dualmesh biomaterial appeared to have decreased in size. Gore has made the decision to report this incident, because it required explant/removal.

Manufacturer narrative:
No lot number info was supplied, therefore, a review of the mfg paperwork could not be performed. The review of the mfg paperwork could not be completed, because no lot number info was supplied. Note: without add'l info , a meaningful investigation can not be performed. No add'l info has been received to date.